Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lactate dehydrogenase (ldh) was 1549 u/l on (B)(6) 2018, 1438 u/l on (B)(6) 2018, and 1490 u/l on (B)(6) 2018. Baseline ldh was around 900 u/l. There were no signs of hemolysis. Ramp echocardiogram was negative for thrombosis. Unspecified changes were made to the patient¿s medication and inr goal was set to 2.5-3.5. There have been past concerns for pump thrombosis, but all other testing (ramp echocardiogram and CT angiography) had been negative. No additional information was provided.

Manufacturer narrative:
Analysis of the submitted system controller log files confirmed frequent pi events; however, a direct correlation between the left ventricular assist system (lvas) and the patient¿s elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.